Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 02/12/2014 with the following results: information from the reported event date of (B)(6) 2012 is overwritten. The pump was primed and exercised for 24hr, no ¿occlusion¿ alarms occurred during the duration test. Black box review shows a delivery interruption for 11hr on (B)(6) 2014 as a result of a power interruption. Tdd add up and equal the basal rate target. The pump passed a delivery accuracy test successfully. The pump¿s cover was removed; inspection shows no intermittent condition to the force sensor circuit. Unrelated to the complaint, the display is dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump was giving occlusion alarms, and the patient noted her blood glucose levels were "really high". There was no information provided about the patient's status prior to this event, her blood glucose levels, her symptoms or any medical attention. The technical support representative contacted the patient multiple times to troubleshoot the pump and to obtain and verify information; however was unable to reach her by telephone. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after the pump occlusion alarm issue occurred. Therefore this complaint is being reported.